Event description:
Customer reported that when she got out of the shower she noticed moisture in the insulin pump and also noticed three cracks around the screen and on corners. Moisture was also visible under the battery chamber. Customer's blood glucose reading at the time of the call was 112 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. Unit had moisture damage on electronics.